Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm on multiple occasions. The customer's blood glucose was 310 mg/dl at the time of incident. The caller states that he was doing a set change around 2am and then the insulin pump gave a "no delivery" alarm and it will not go past that point. The customer stated he was unable to complete high blood glucose to troubleshoot due to the no delivery issue. The customer was assisted with the insulin pump through troubleshooting. The customer stated the insulin pump still alarmed no delivery. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty fsr (gold). Unable to confirm excessive no delivery alarms due to motor error alarm. Pump passed displacement test, self test and error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no blank display or off no power anomaly noted. Pump received with cracked reservoir tube lip, peeling address/serial number label, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.